Event description:
It was reported the pt underwent a percutaneous coronary intervention followed by deployment of an angio-seal device. Hemostasis was not achieved. A c-clamp was applied to achieve hemostasis. The following day, the pt complained of pain in the leg of the previous access site; the pedial pulse was diminished. An embolectomy was performed. The angio-seal device anchor, collagen, and remaining suture were retrieved using a snare from a vessel below the level of the knee. Normal blood flow was established and there were no further complications; the pt was discharged following the procedure. The pt was reportedly recovering.